Event description:
Complaint reported by attorney. Plaintiff had several procedures done on (B)(6) 2006 including a total vaginal hysterectomy, anterior and posterior colporrhaphy of the vagina, high ureterosacral suspension of the vaginal cuff, sling procedure, and a cystoscopic exam. T-sling was used in the sling procedure. There was no excessive bleeding following placement. Pt tolerated the procedure well and returned to recovery in satisfactory condition. Plaintiff claims pain, infection and dyspareunia following the procedure.